Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell and the touch screen became cracked. The lower left part of the screen partially blacked out and blocked some icons and options. Customer's blood glucose was 95 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.